Event description:
It was reported that an ilet user experienced high blood glucose of 333 mg/dl after announcing a usual meal size but consuming a larger amount of carbohydrates, and the device was allowed to deliver corrective insulin. The event was associated with an incorrect procedure related to meal announcement and involved the user interface. Symptoms included hyperglycemia with slight dizziness and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for accurate meal size announcement, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.